Event description:
The customer reported that at the end of a pt CT clinical procedure, the couch moved out of the gantry and down on its own and stopped when it reached the lower limit. The field service engineer determined the cause was from a failed left gantry control panel. There was no report of harm to a pt or operator.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).